Event description:
The customer reported "ECG reaction abnormal" during testing of the device. No pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.